Event description:
During ear canal debridement following an otitis media on(b)(6)026, the electrode lead was found to have prolapsed. The user was explanted.

Manufacturer narrative:
THE DEVICE HAS BEEN EXPLANTED AND SHOULD BE RETURNED TO THE MANUFACTURER FOR EVALUATION. WHEN AVAILABLE, A DEVICE FAILURE ANALYSIS WILL BE SUBMITTED AS A FOLLOW UP REPORT.

Event description:
DURING EAR CANAL DEBRIDEMENT FOLLOWING AN OTITIS MEDIA ON (B)(6) 2026, THE ELECTRODE LEAD WAS FOUND TO HAVE PROLAPSED. EXPLANTATION WAS DONE. REIMPLANTATION WILL BE PLANNED ONCE THE PATIENT HAS FULLY RECOVERED.

Manufacturer narrative:
Conclusion: According to the images received from the field, it appears that the electrode has been pulled out of the cochlea. The recipient also suffered from otitis media, which could be an additional factor contributing to the extrusion of the electrode. Furthermore, damage to the active electrode consistent with minute device mobility was found as a result of the extrusion. Any other mechanical damage found during the investigation is attributable to the removal surgery. This is a final report.